Manufacturer narrative:
The device was returned, but an initial evaluation has not yet been conducted by olympus; however, investigation has begun. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that during procedure preparation his olympus evis exera iii video system center was not producing an image with 190 series scopes. According to the initial reporter, the staff changed over to a 180 series scope successfully completed the procedure. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to because the dvi cable from the cv-190 was not connected. The cause of the dvi cable not being connected from the cv-190 could not be identified. Olympus will continue to monitor field performance for this device.